Event description:
It was reported that: during a surgery doctor detected a leak in the tube balloon because it lost pressure. Additional information requested from the account.

Manufacturer narrative:
(B)(4). Failure mode "leak - device leak - cuff" could be confirmed with picture attached. However, it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. A device history record review was performed, and no relevant findings were identified. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: during a surgery doctor detected a leak in the tube balloon because it lost pressure. Additional information requested from the account.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only**. Additionally added the brand name of the device.

Event description:
It was reported that: during a surgery doctor detected a leak in the tube balloon because it lost pressure. Additional information requested from the account.

Manufacturer narrative:
(B)(4)